Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a green image. The event occurred during preparation and prior to sedation. There were no reports of patient harm.

Event description:
It was reported that the subject device had a green image. The event occurred during preparation and prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer¿s investigation. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found the video cable is broken and the fibre bonding in the outer tube area (distal end) is damaged. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore the image is green. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.